Event description:
The customer reported the scope leaked at the bending section. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the adhesive was peeling from the distal end. This report is being submitted for the malfunction found during evaluation (peeling adhesive at the distal end). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing of the device found the adhesive was peeling from the distal end of the scope due to chemical/physical stress. In addition, the connector and control body were damaged, white spots were present on the image, the bending section leaked, the adhesive on the bending section was peeling, and the connector label was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 09-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.